Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the safety did not engage on a port needle. Nurse reported that the safety plate felt "stuck" and would not allow the needle to pass through it. Additional information received 14sep2023. It was reported the safety cover for port needle did not engage during port de-access putting staff at increased risk of needle stick. The event did not have cause any harm or negative outcome to the patient.